Event description:
It was reported that during the laser photoselective vaporization of the prostate procedure the fiber was at a 120 power setting and after 160,000 joules used the fiber tip fell off the end. The fiber was replaced with new fiber and the procedure was complete at 210,000 joules. There was no patient outcome reported.